Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to wound dehiscence, skin breakdown, skin necrosis, extrusion of receiver stimulator and development of an infection at the implant site. Subsequently, the patient was treated with oral, topical and IV antibiotics (specific date and duration not reported). There are no plans to reimplant the patient with a new device as of the date of this report.